Manufacturer narrative:
One force triad generator was returned for evaluation. The returned sample did not meet specification as received. The customer reported that the auto-bipolar did not stop when disconnected from the patient. Examination of the device could not confirm the reported issue. The investigation could not determine a root cause or a probable root cause for the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the auto bipolar function did not stop when disconnected from patient, both with and without the foot switch.